Manufacturer narrative:
Till today, the medical product is not available for analysis and could therefore not be examined itself. The analysis is therefore based on the review of the production documents and the analysis of the available x-ray image. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The provided section of the x-ray image shows the lead complained about in the header area. Based on the image, an irregularity at the proximal end of the kinking protection coil of the outer conductor of the is-1 connector cannot be ruled out. No insulation damage can be seen based on the x-ray image. If additional relevant information or the device itself should become available, please send this to us also. The incident will then be updated accordingly.

Event description:
Ous MDR - it was reported that approx. 97 months after the implantation, the pacing impedance was out of range (>3000 ohms). Insulation damage was suspected based on x-rays. The lead was capped.